Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs), alleging her onetouch ultralink meter was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:25pm, the patient reported feeling "sweaty and shaking" prior to the alleged issue beginning. On (B)(6) 2012 at 10:35pm-10:37pm, the patient alleged obtaining readings of "365, 48, and 170 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% or <=20mg/dl. The patient reported managing her diabetes routine with humalog insulin pump therapy. It is unknown if the patient adjusts her insulin according to carbohydrate intake or meter readings. The patient reported on (B)(6) 2012 at 6:00pm, she exercised. On (B)(6) 2012 at 10:37pm, the patient reported having something to eat or drink. The patient denied attempting to test her blood glucose on another device. At the time of troubleshooting, the cca confirmed the patient was using the approved sample site for testing and the subject meter was in the correct unit of measurement at the time of testing. The cca also noted that the patient's test strips were correct and in good condition. The reporter also confirmed using the same meter to obtain the results. The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. Based on the information provided, there is no evidence that the subject meter caused or contributed to a serious injury. The patient reported developing symptoms prior to the alleged issue beginning, and there was no delay in treatment. In addition, the patient performed a meter-to-same meter comparison where that calculated difference of the reported results does not exceed lfs' criteria for precision testing. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter was evaluated and the alleged complaint cannot be confirmed. The test strips have also been returned but the evaluation of the product has not been completed at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.